Event description:
Reporter stated that the device's base unit appears to have melted and burned. No operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.